Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803214 61232578 femoral head non-skirted 12/14 taper, unknown trilogy liner, unknown straight stem. Photographs of the stem, and the explanted head were evaluated and the reported event was not confirmed. Visual evaluation identified that there was dark discoloration on the surface of the head's taper and the stem's trunnion. No further evaluation could be performed with the images provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified nonspecific vague zones of periprosthetic lucencies surround the acetabular cup. No other findings related to the reported event were noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, associated reports: 0002648920 - 2020 - 00317, 0001822565 - 2020 - 02272, 0001822565 - 2020 - 02273.

Event description:
It was reported patient underwent total hip arthroplasty. Subsequently, the patient was revised approximately 10 years post implantation due to dislocation. The surgeon noticed signs of metallosis and this was evident around the base of the femoral head once explanted. The femoral stem was well fixed, but the trunion had signs of wear. Due to the stem being well fixed, fully coated, and given the surgical approach, it was decided by the surgeon to leave the stem. Attempts have been made and additional information on the reported event is unavailable.